Event description:
As reported: the coil unraveled while deploying. The coil unexpectedly detached. The coil detached inside the catheter while inside the body. Some of the coil formed like normal and the rest unraveled. Some of the coil was intact and removed from the catheter. No snare was used for removal. Some of the coil stayed inside the body. Case was completed by using more coils. The patient is totally fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be unavailable for return to the manufacturer for evaluation. The alleged product issue/event as described could not be confirmed.